Event description:
It was reported that a malfunction alarm occurred. The customer cleared the malfunction alarm prior to reporting the event, and insulin delivery was resumed successfully. There was no reported impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer cleared the malfunction alarm prior to reporting the event, and insulin delivery was resumed successfully. There was no reported impact to customer¿s blood glucose level.